Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of the returned portion of driveline confirmed damage that could have contributed to the reported events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings on could be indicative of driveline damage. A distal end driveline repair was performed by a technical services representative on (B)(6) 2019 and approximately 18¿ of the external portion of the driveline was returned for evaluation under work order (B)(4). Evidence of a previous driveline repair was observed on the returned driveline (performed on (B)(6) 2016 under wo (B)(4)) and a clamshell repair observed as well (performed on (B)(6) 2018 under wo (B)(4)). The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. No damage was observed on the outer silicone jacket. The bionate layer had minor discoloration but no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed adjacent to the metal connector and at approximately 8-9¿ from the metal connector. Visual inspection of the wires confirmed a breach to the insulation of the orange wire adjacent to the metal connector and a breach to the insulation of the black wire at approximately 13¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange or black wires contacted the braided shield while operating on the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed advisory events that were confirmed through the submitted log file. Additionally, a phase to phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries or the ungrounded patient cable. Following the repair on (B)(6) 2019, the patient was placed back onto grounded patient cables and no issues were noted. The patient remains ongoing on heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2019 the patient had not recalled experiencing any alarms but the alarm review showed a few pi events with low speed warnings. It was also reported that the patient had symptoms of upper respiratory infections (uri) but was stable in regards to heart failure. Upon review of the submitted log file, tech services rep observed 2 low speed advisories where the speed had dropped well below the low speed limit. It was reported that this behavior has been linked to potential issues with the percutaneous lead. The customer was advised to keep the patient on battery power until further investigation could be performed. X-rays of the percutaneous leas and abdominal area were additionally requested from the customer. It was later reported that on (B)(6) 2019 an external percutaneous lead repair was performed approximately 3 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. No other alarms, malfunctions, or adverse events were noted.